Manufacturer narrative:
Device not returned for evaluation as it was kept by the hospital. If additional information is received it will be reported on a supplemental report. Device not returned.

Event description:
It was reported that there was a removal of a left profile modular hand plate because it was bothering the patient. X-rays were not available.